Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of MDR #1828100-2015-00268 and MDR #1828100-2015-00269, when he ran the heater cooler unit on channel "a" through the temperature ranges, error messages "eod" and "eoe" occurred. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. No additional action will be taken at this time.

Manufacturer narrative:
The fsr tested channel "a" mix valve per procedure and the valve failed torque specifications. The fsr is waiting on a mix valve in order to make the repair.